Manufacturer narrative:
The device evaluation was reassessed and concluded that a malfunction occurred; therefore, the device was not performing as intended and the evaluation codes were corrected.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(4): 1562 lot/serial number was manufactured prior to UDI compliance date; therefore, only a di is provided.

Event description:
The customer reports a falsely decreased architect tsh assay result on a new born infant sample generated on an architect (B)(4) analyzer. A result of 0.043miu/ml was generated on (B)(6) 2016 (B)(4). There was no sample left for retesting. On (B)(6) 2016, this infant had generated an architect tsh assay result of 3.17 miu/ml. On (B)(6) 2016, a new sample was taken from this patient and generated a lower than expected architect tsh assay result of 0.016 miu/l on architect (B)(4) analyzer serial number (B)(4). No suspect results were reported from the lab with no impact to patient management reported.

Manufacturer narrative:
Accuracy testing was completed using an in-house retained kit of the architect tsh assay lot 66208ui00. No returns were made available from the customer site. The testing met acceptance criteria and therefore the lot performs as expected. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. No non statistical or adverse trends for this issue were noted. No further issues were identified. The architect tsh assay package insert contains information to address the current customer issue. Based on the available information from the customer site and from the results of this evaluation, there is no evidence to reasonably suggest a product malfunction occurred.